Event description:
A user facility reported a dialyzer blood leak occurred during a hemodialysis (hd) patient's treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred ten minutes after treatment started. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing non-fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported a dialyzer blood leak occurred during a hemodialysis (hd) patient's treatment. Upon follow-up, the registered nurse (rn) confirmed the blood leak was internal and occurred ten minutes after treatment started. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing non-fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.